Event description:
Embolization treatment of an avm with onyx. It was reported that the catheter ruptured during onyx injection. Consequently, onyx was observed in an unintended area.the patient condition was reported as "improving with one-side weakness" and has been discharged. Same event as MDR# 2029214-2012-00262.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4)